Event description:
Complainant alleged that, during a mock code, the device delivered a few shocks then displayed a "bridge test fail" message. Complainant indicated that, there was no pt involvement in the reported malfunction.